Manufacturer narrative:
(B)(4). We have not completed our investigation of this event and therefore cannot complete at this time. We will file a f/u MDR at the completion of the investigation. (B)(4)

Event description:
A philips tech support specialist reported that during system installation, when tightening the gantry anchor bolts to the specified torque, the mylar isolation washers crack/split, which resulted in the system failing the isolation test. There was no report of harm to a pt or operator due to this issue. This issue was discovered during installation, prior to customer handover. The fse used non-philips approved plastic washers and sleeves to install the gantry anchor bolts and turned the system over to the customer.